Event description:
It was reported that the patient came to the physician's office and complained of near syncope. The right ventricular lead had noise and no pacing. The device was reprogrammed. The patient was admitted to the hospital after experiencing a low heart rate. The lead also had a fracture, intermittent capture and no capture at high output. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.